Manufacturer narrative:
Device not returned

Event description:
It was reported that the pt expired due to unk reasons. Date of pt's death and implant duration are unk. It is unk if the pt's death was device related. No further details were provided. Info learned from pt registry.